Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead had increasing lead impedances and was oversensing and generating significant sensing integrity counts (sic). The lead was replaced. There were no patient complications reported as a result of this event.